Manufacturer narrative:
(B)(4). It was reported that signal interference (noise) was observed on both carto and recording system. Upon receipt, the catheter was visually inspected and sensor sleeve (peabax) was found with dried liquid material inside; no signs of damage were noticed. However during a second visual inspection, during the analysis pebax was observed crumbling and with white crystals inside. Due to this finding a scanning electron microscope (sem) test was performed and it was found that the crystal like particles were composed of elemental carbon, oxygen, sodium, chlorine, titanium and tin. The presence of sodium and chlorine on the analyzed foreign matter suggests that a saline solution could be present on the device. Per the event reported, the catheter was tested for electrical performance and failed, leakage was observed on electrodes. Further investigation revealed that corrosion was all over the catheter electrical components causing the electrical signal failure. The corrosion found might be related to the pebax damage found since the rupture allowed the solution to get into the inner parts of the device. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been confirmed. The corrective action was opened to address the damaged pebax on smart touch issue.

Event description:
This complaint is originally created for MDR non-reportable partial ECG issue. It was reported that signal interference (noise) was observed on both carto and recording system. The physician has other ECG signal available (defibrillator) to monitor patient's rhythm. The issues were resolved by replacing catheter. The procedure was completed without patient's consequence. It was also reported that bwi failure analysis lab has found a MDR non-reportable issue during initial inspection on 09/14/2015. There was material found within the clear sleeve (pebax) on the proximal side of ring #1. This complaint is re-assessed to MDR reportable per bwi failure analysis lab findings on 10/28/2015. The pebax was defragmenting in small pieces. This is reportable as the integrity of the catheter is compromised.